Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the calcified iliac artery. Upon the initial inflation, the balloon ruptured at 14 atms. The procedure was completed with a different manufacturer's device. No patient injuries or complications were reported. Patient status is listed as "good."

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.